Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 follow-up, the physician observed that a warning message was displayed stating that a device reset occurred during the follow-up. The physician would like to know the root cause of this reset.